Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37612, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. (B)(4).

Event description:
A consumer reported that all battery icons had been flashing and the recharger was no longer charging the implantable neurostimulator (ins). On the following day, the patient reported the implantable neurostimulator (ins) had been acting odd for the last couple of months. The patient could not charge the ins, the battery was empty, and they were pretty miserable. Previously, the patient was sent an antenna and a new cord and that took care of the issue until a few days ago. The ins was successfully charged up to 75 percent on (B)(6) 2016. The recharger battery was empty and was displaying a screen to charge the recharger. The recharger blinked and showed "all these icons." The recharger had been plugged into the desktop charger for a long time. Since (B)(6) 2016, the desktop charger cord was loose and the connector pin was bent. Several days later, the patient reported that they received a new desktop charger, but that did not resolve the issue. The connector on the recharger was loose. The patient also mentioned their body "was not very calm right now." The patient's indication for use is dystonia. No cause, actions/interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2016-02946.